Event description:
The physician attempted to deliver the stent twice and was unsuccessful due to a moderately calcified superficial femoral artery. Each time the stent delivery system was backed out, it was difficult getting it back through the 7fr introducer sheath. On the third attempt, the physician observed that the marker bands had dislodged from the stent delivery catheter. The stent was successfully deployed and the marker bands were retrieved using a submarine balloon. The hub of the introducer sheath was loosened to retrieve the marker bands from the sheath. The target vessel was reported as moderate tortuosity, 100% pre-stenosis, and moderately calcified. After stent placement the stenosis was reported to be 0%. There was no injury to the pt.

Manufacturer narrative:
The device along with the detached marker bands were returned for analysis. Measurements were taken to verify the components (catheter sheath and marker bands) met the specification dimensions. The marker bands and catheter sheath were within specification. A device history record review was performed and their were no noted anomalies during manufacturing. Product analysis found that the sheath was kinked and punctured and the ratchet shaft to hypotube bond joint was broken. This likely occurred after use or during shipment back to the MFR as the device operated as intended when deploying the stent; this was not related to the reported event. Another device that was involved in a similar event using the same accessories was returned and analyzed. In that case, the stent delivery catheter and the introducer sheath (another MFR's) were returned. The supera stent delivery catheter's dimensions were measured and found to be within its specifications. The introducer sheath was measured and found to be below its labeled nominal dimension. It is unk what the minimum and maximum dimensions are for the introducer sheath. Analysis concluded that when the supera catheter is placed into the introducer sheath, it wasn't able to move freely due to the tension when the sheath's valve is tightened. This resulted in the sheath catching the marker bands causing them to move on the catheter. The MFR of the introducer sheath has been informed of these events.